Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient had received a make sure heater bag is on heater tray message during dwell five of five of their treatment. It was noted that the heater bag was empty and that fluid was not being pulled from the patient¿s last bag. Additionally, it was noted that the patient uses a third party icodextrin bag for their last bag during treatment. During troubleshooting, the patient¿s caregiver discovered that fluid was leaking from the connection between the patient¿s adapter and the third party icodextrin bag. The cause for the leak was unknown. As a result of the reported issues, the caregiver requested a replacement cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Upon follow up with the patient¿s nurse, it was verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient had manual supplies to continue with their treatment without the cycler. The peritoneal dialysis registered nurse went on to state that the patient was retrained on proper setup procedures after the event. The adapter used at the time of the leak was discarded following the incident. The patient has since received a replacement cycler and has continued with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.